Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right common femoral artery with a 6fr 45 cm non bsc introducer sheath was placed in the left external iliac artery. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous left superficial femoral artery. A 6fr 90cm non bsc guide wire and another non bsc guide wire were used to advance and was able to cross the lesion. A 3.0mm x 120mm x 150cm sterling sl balloon catheter was selected to dilate the lesion. The balloon catheter crossed the lesion and dilation was attempted, but the balloon ruptured at 8 atmospheres during the first inflation. Angiography confirmed that the lesion was sufficiently dilated. The procedure was completed with an implant of a non-bsc stent and post-dilation with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.